Event description:
We could not clear bubbles from the ablation irrigation tubing x2. The pressure sensor in ablation catheter was giving erroneous indications; the lasso catheter would not deflect appropriately. Products were smart ablate tubing, lasso catheter, ablation catheter. No harm to patient.